Event description:
Information was received indicating that a smiths medical, cadd administration set, was set up to infuse in the hospital from friday to saturday, however when the care giver checked the bag it was full, therefore the patient may have missed the dose's. It was reported the bag was changed out to continue the infusion without any further issues. Per reporter the end user was advised to check the pump periodically to assure that it is running with the green light flashing. No additional information is available at this time.